Event description:
A patient sample was tested for troponin (accu tni) and a result of 0.62ng/ml was obtained. The result was reported out of the lab. On the same day, the original sample was re-tested and repeated result was 0.03ng/ml. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The sample was collected in a plastic bd lithium heparin tube without gel separator, and it was centrifuged at 4,000 rpm for 5 minutes. Qc was in range prior to and after the event. Service was not dispatched for this event. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.